Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor was failing. It was determined that this failing part caused the system error 105 alarms and has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, multiple instances of system error 105 were observed in the event history log. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.